Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately 1-2 week prior to contacting lfs, when she obtained an alleged inaccurately high blood glucose result of ¿430+ mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and she self-adjusts her insulin based on a sliding scale. She reported that she administered an increased dose of novolog insulin based on the result she obtained. She alleged that within 2 hours, she woke up with symptoms of ¿weak, disoriented and almost passed out¿. She reported that she obtained a blood glucose result of ¿27 mg/dl¿ on the subject meter and her boyfriend gave her ¿glucose sugar pills¿ to treat her symptoms. She denied using any other device to test her blood glucose levels. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The patient no longer had the test strips involved in the complaint and she was unable to provide the test strip lot number. The patient does not use control solution. In the absence of her test strips, the patient¿s meter was requested back for investigation and a replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.